Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin from the reservoir leaked. The blood glucose reading was 600mg/dl. The customer mentioned being hospitalized with diabetes ketoacidosis. The caller sated that she let the reservoir running after receiving a warning of low reservoir the night before. No further information was provided.